Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet was unable to be fully inserted down the right ventricular (rv) lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that no stylet was returned, therefore condition and brand used are unknown. Used a fresh mdt stylet to perform test, test passed. Introducer test passed. If information is provided in the future, a supplemental report will be issued.